Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that on day one of impella cp support the patient¿s labs were drawn twice and both were hemolyzed. The impella p-level was lowered to 6. The patient continued on impella support and was explanted as planned. Patient survived

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. No product was returned. After reviewing the logs, suction alarms along with a trend in purge and placement signals were observed. The cause of hemolysis was most likely patient condition related per the review of logs.